Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned 07/12/2018 for evaluation. Performed visual inspection and passed. Performed voltage test and passed. Performed pairing test with (B)(6) bluetooth device and passed. Performed transmitter functional test and passed. Performed share log review and no data was found. Performed bin file analysis and failed. The reported event of a loss of connection was confirmed. The probable root cause cannot be determined.